Event description:
It was reported that the rn hung cerebrex as a secondary infusion attached to the the primary line's y-site above the device. The primary infusion was d5ns with 20meq kcl. The rn noted the cerebrex was free flowing. The primary line was clamped and disconnected fromthe patient. When the primary line was clamped, the secondary infusion continued to flow, indicating this is likely a back check valve failure. There was no patient harm. During an onsite visit, the pcu was noted to have a third party front case. The pump module passed all testing. Received a copy of the customer's sus voluntary event report from FDA which states, ¿rn hung cerebrex as a secondary infusion y'd above the pump into the primary line infusing dsns w/20 meq kcl rn noted the cerebrex to be free flowing rn clamped line, disconnected from pt and notified med safety when primary line clamped, secondary continued on flow indicating this is likely a back check valve failure pump / channel tubing remain intact, unopened, and were sequestered in rm office."

Manufacturer narrative:
The customer complaint of cerebrex was free flowing indicating this is likely a back check valve failure could not be confirmed due to the product was not returned for failure investigation. Note: data from the device event logs was retained in case there are questions concerning the programming parameters. The devices were routed back to service for standard pm. The root cause of this failure could not be identified as there was no product returned for analysis.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional patient information: diagnosis: umbilical hernia. Regulatory agency ref. Number:mw 5087365.

Event description:
It was reported that the rn hung cerebrex as a secondary infusion attached to the primary line's y-site above the device. The primary infusion was d5ns with 20meq kcl. The rn noted the cerebrex was free flowing. The primary line was clamped and disconnected from the patient. When the primary line was clamped, the secondary infusion continued to flow, indicating this is likely a back check valve failure. There was no patient harm. During an onsite visit, the pcu was noted to have a third party front case. The pump module passed all testing. Received a copy of the customer's sus voluntary event report from FDA which states, ¿rn hung cerebrex as a secondary infusion y'd above the pump into the primary line infusing dsns w/20 meq kcl rn noted the cerebrex to be free flowing rn clamped line, disconnected from pt and notified med safety when primary line clamped, secondary continued on flow indicating this is likely a back check valve failure pump / channel tubing remain intact, unopened, and were sequestered in rm office."